Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. D1:cable greater trochanteric reattachment device for distal end plate of long gtr device. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported the patient underwent an initial right total hip arthroplasty on an unknown date with unknown implants. Subsequently, the patient sustained a periprosthetic fracture resulting in an orif of the right proximal femur with plate, wires, and screws implanted. Subsequently, the patient was revised due to a greater trochanteric fracture. No further details provided.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event of fracture has been confirmed through radiographs. However, it was not confirmed to be related to the reported device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.